Event description:
On (B)(6) 2010, pt reported he was admitted to the hospital 2 days ago for erratic blood glucose. Pt stated he can not recall many of the details of the event. Pt reported he was unable to stand and notified the emts. Pt stated he does not recall treatment by the emts or while at the hospital. Pt reported his blood glucose values were reported to him as elevated and low during his stay. Pt stated he was brought home from the hospital today. Pt reported his blood glucose has been erratic for 'some time'; unable to provide a specific time frame. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.